Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device displays a red x in the ready for use indicator. There was no reported patient involvement.

Manufacturer narrative:
This is a duplicate of report # 1218950-2016-07308.